Event description:
Event description: ecn event description: procedure was completed and no pericardial effusion was noted at the end of the case. About half an hour later in post op, the patient was noted to have low blood pressures and suspected pericardial effusion. Patient was brought back into the procedure room for pericardiocentesis to drain fluid. This was successful and patient doing well post pericardiocentesis. Patient present at time of event? Yes, patient complications: pericardial effusion in the physician's opinion, did the device or procedure cause or contribute to the patient complication? Yes, please describe the way in which the device or procedure caused or contributed to the patient complication? Pericardial effusion was discovered post procedure while patient was in post-op recovery area. Physician is not sure what part of procedure led to the effusion. A pericardiocentesis was performed post procedure successfully. Medical or surgical interventions: pericardiocentesis was performed successfully to address the effusion. Patient admitted to hospital beyond the standard of care: no patient outcome: fully recovered.

Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "emerging use" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.